Event description:
The product was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.